Manufacturer narrative:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) did not deploy properly and was attached to the shaft tip. Manual compression was performed after removal of the product. There was no reported patient injury. The deployer was experienced in training with the device. The device was stored and prepped according to the instructions for use (IFU). The sealant appeared to stick to the device. The device storage temperature did not exceed 25°c. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed, and button 2 was not depressed. The stopcock was found open with a cordis mynx syringe attached to the unit. The sealant was found deployed but still mounted on the device delivery shaft, covering the balloon. Regarding the sealant sleeve condition, no abnormalities were observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Per functional analysis, a simulated deployment test could not be performed, as the sealant was received deployed and still mounted on the device. However, because the sealant was covering the balloon, an inflation/deflation test was conducted to verify balloon integrity. The balloon inflated and deflated properly with no anomalies observed. Subsequently, button 2 was fully depressed to verify its functionality, resulting in the expected balloon retraction. It should be noted that incomplete or omitted depression of button 2 during device operation could lead to inaccurate sealant placement, as outlined in the device¿s IFU. The reported event of ¿sealant-inaccurate placement-complete¿ was observed through analysis of the returned device as it was received with the sealant still mounted on the device with button 1 fully depressed. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, user-related factors (user error) likely resulted in the inaccurate placement of the sealant reported as the device was received without button 2 depressed and there were no anomalies noted during button 2 depression per the functional analysis. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, the IFU states, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if button 2 is not depressed, the balloon will not be retracted into the device, which can potentially disrupt the placement of the sealant during removal from the patient. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) did not deploy properly and was attached to the shaft tip. Manual compression was performed after removal of the product. There was no reported patient injury. The deployer was experienced in training with the device. The device was stored and prepped according to the instructions for use (IFU). The sealant appeared to stick to the device. The device storage temperature did not exceed 25°c. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.